Event description:
Meter would not power on. The last time patient was able to test on meter was the day before. Patient stated that they would press the power button and it would not power on. Patient was unable to state if they were using the correct test strips. The battery was less than 1 year old and the battery contacts were in good condition. The patient stated that they needed assistance from a non-medical professional. Pt was given food and something to drink. No other glucose readings were reported. The patient did not test on any other meters. The issue was not resolved. Based on the information provided, there is evidence of a meter malfunction, however, there is no evedence of the meter contributing to a serious injury. A replacement meter is being sent to the patient.